Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. The fse found a partially blocked reference straw. The fse cleaned and lubricated sample and reagent arm, flushed out reference straw and replaced the level detection board. The fse ran successful quality control; however, the issue is not resolved, and analyzer generated intermediate ¿g¿ flags. The fse is schedule to visit the customer site for further investigation. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for na (sodium) with ¿g¿ flag and failing precision for quality control (qc) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. The fse found a partially blocked reference straw. The fse cleaned and lubricated sample and reagent arm, flushed out reference straw and replaced the level detection board. The fse ran successful quality control; however, the issue was not resolved, and analyzer generated intermediate ¿g¿ flags. The fse returned to the customer site and observed that the customer had moved the power supply to the wall outlet. The customer indicated that the issue was resolved. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).